Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. As no item was returned no physical examination could be carried out. Until date no breakage has been reported for the product in question which was based on deviation in manufacturing or material. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an intramedullary nail requires sufficient bone healing during the implantation period. Referring to received information the nail broke after an implantation period of estimated 2 months. Results of recommended regular follow-up examination were not provided. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. Based on limited information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail in question was not verified. In case the item and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. The file will be closed formally and will be reopened when substantive information or the item(s) become available.

Event description:
It is reported that the patient had pain in the hip. A first x-ray examination on (B)(6) 2015 in rostock showed a fraction of the gamma nail and a complicated periprosthetic fracture of the femur .